Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(6).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. The patient underwent bilateral explantation and replacement with non-mentor devices on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient also experienced right side device migration and capsular contracture; baker grade IV. The non-mentor devices used for replacement on (B)(6) 2020 were allergan brand; reference number: (B)(4).; serial number: (B)(6) on the right side and allergan brand; reference number: (B)(4).; serial number: (B)(6) on the left side. On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/19/2020, device evaluation was completed. Device evaluation summary: during visual inspection, the sample was found to be ruptured. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).